Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with error code 20201. The battery was removed and then reinserted because the patient did not have any spare batteries available. After reinsertion, the pump began alarming with error code 10040. The physician instructed the patient to remove the battery. The event occurred at the patient¿s home, and the operator of the device was a healthcare professional. There was patient involvement, and no harm occurred.